Event description:
The customer reported that, over the past two months, they have observed elevated blood lead results on their leadcare ii systems, even after updating their capillary blood collection procedure to align with cdc recommendations. During this two-month period, four (4) of twenty (20) patient tests produced elevated results ranging from 3.5 g/dl to 5.6 g/dl; confirmatory testing showed the patients' blood lead levels were within normal ranges (2.8 g/dl to >1.0 g/dl). While troubleshooting with technical service, the customer obtained one (1) additional elevated result of 13.0 g/dl. A repeat test on a second leadcare ii analyzer produced a similar value (13.4 g/dl). A new capillary sample collected from the same patient and tested on a leadcare analyzer yielded a low result (<3.3 g/dl). Ts confirmed that the customer appears to have implemented cdc-recommended capillary blood collection procedures. The customer was asked to return the test kit for investigation, and a replacement kit was provided to support continued testing and troubleshooting.